Manufacturer narrative:
The user reported a stroke and having speech difficulties. The issue happened on (B)(6) 2025. There was no mention of hospitalization. This adverse event was not related to the user's glucose or the use of eversense continuous glucose monitoring system.

Event description:
Senseonics was made aware of an incident where user had a stroke and having speech difficulties. The issue happened on (B)(6) 2025.this adverse event was not related to the use of eversense continuous glucose monitoring system.

Manufacturer narrative:
B4. Date of this report 11 april 2025. G3. Date received by the manufacturer? 11 april 2025. H6. Health effect -impact code updated to 4648.